Event description:
White particles found in IV tubing. Particles probably sheared off the inside of the burette injection port when medications were injected. This is the 9th or 10th one of these which rptr has reported.